Event description:
It was reported that a patient experienced peritonitis, sepsis and subsequent death coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of death was reportedly due to the sepsis and another indication. One day prior to death, the patient was hospitalized for abdominal pain and two other indications. On an unreported date, while in the hospital, the patient was diagnosed with bacterial peritonitis and sepsis manifested by the abdominal pain. The cause of the peritonitis and sepsis was unknown. Treatment was not reported. It was reported that capd therapy was ongoing up until the time of hospitalization. It was unknown if capd therapy was ongoing during hospitalization or if the patient was performing capd therapy at the time of death. It was reported that, if so, capd therapy during hospitalization would be with a non-baxter product as the hospital does not use baxter capd products. It was not reported if an autopsy was performed. An esrd death notification is not available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.